Event description:
Related manufacturing ref: 3008452825-2024-00695, 3008452825-2024-00696, 3008452825-2024-00698. During the procedure, the temperature measured higher than the programmed limit with 4 catheters which caused a procedure delay. A 5th catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported unexpected temperature control issue was confirmed. A simulated ablation was performed, and the catheter displayed a high average temperature rise due to an inadequate adhesive bond, consistent with the reported event. The catheter met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the temperature issue was determined to be consistent with a design related issue. A corrective action was initiated to investigate this failure mode.